Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The blood glucose monitor was returned to the manufacturer, and a company representative reported stated the display of the blood glucose monitor is defective. No adverse event was reported.